Event description:
It was reported during an atrial fibrillation (afib) procedure, there was a pacing stimulation issue. There was a flat line when pacing through the carto 3 system. A spike could be seen on both the carto 3 system and the ep recording system. It was stated by using a direct stimulation and using the right pacing cable ((B)(4)), they were able to pace without issue. The procedure was performed successfully. Upon requests for additional information on the event, the bwi field representative stated that during pacing all the body surface (bs) ECG and intracardiac (ic) signals on the carto 3 system and the ep recording system were lost, which is indicative of a reportable event. The pacing wasn't being used for emergency use. The physician was able to pace by connecting the coronary sinus catheter directly to the bard ep recording system. The physician was not trying to pace and ablate from the same catheter simultaneously. The stimulator being used was the sjm ep stimulator. There was no patient injury reported in this case.

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure there was a pacing stimulation issue. During pacing all the body surface (bs) ECG and intracardiac (ic) signals on the carto 3 system and the ep recording system were lost, which is indicative of a reportable event. The pacing wasn't being used for emergency use. The physician was not trying to pace and ablate from the same catheter simultaneously. The stimulator being used was the sjm ep stimulator. The physician was able to pace by connecting the coronary sinus catheter directly to the bard ep recording system. The procedure was performed successfully. There was no patient injury reported in this case. The jb pacing cable was found defective causing the reported issue. The cable was replaced with a new one, and as a result, the issue was solved. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).